Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. After cleaning the helix and applying torque to the connector pin, helix could be extended and retracted. The full measured helix extension was within specification. Performed tip stiffness test and test results were in specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The reported event of high pacing threshold was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, an increase in capture threshold was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed a cardiac perforation by the rv lead. The rv lead was explanted and replaced. The patient was stable.